Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter, the inner grey seal came loose. There was no component disengaged into the patient cavity. The current patient status is good. There was no tissue damage or patient injury. There was no excessive bleeding or extended operating time. A new device was used to complete the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during an inguinal hernia repair procedure the seal was disengaged. The balloon was inflated and did not demonstrate any leaks. The locking collar and flapper valve functioned properly. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged seal and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Replication of the valve seal damage may occur as a result of rough handling during clinical use. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).